Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The model listed in the pli is a representative, as there is no specific model listed with specific details/complaints. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 69 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿electrical performance and lead handling evaluation of a new active fixation left ventricular lead: results of an italian multicenter experience.¿ europace. 2015. 17(sup 3); iii45. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an active fixation left ventricular lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there was one patient with a lead dislodgement which did not require intervention. There was also one patient who had the lead removed, without any complications, due to infection. The status/location of the leads is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
For the patient with infection: this information is based entirely on journal literature and subsequent follow up information obtained. The information was previously sent in a report associated with the 3500a medwatch report number 3002807561-2015-00005, which was submitted in a timely manner on (B)(4). 2015. All information provided is included in this report. For the patient with lead dislodgement: this information is based entirely on journal literature and subsequent follow up information obtained. The information was previously sent in a report associated with the 3500a medwatch report number 3002807561-2015-00024, which was submitted in a timely manner on (B)(4). 2015. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the author who indicated that the two patients were previously reported. No further information was provided.